Event description:
Pt reported increased oxygen use and worsened breathing, activity level, overall mood and health status over the last 90 days. Pt reported she was hospitalized due to pneumonia from (B)(6) 2026-(B)(6) 2026. Pt experiences shortness of breath upon exertion. Since discharge, pt has been undergoing physical therapy to regain her strength, but hospitalization and physical therapy have affected her overall condition, activity level, and mood. Pt instructed to use oxygen since discharge. Pt experiences chest pain, potentially due to oxygen tubes tangling. Pt experiences tiredness, potentially due to physical therapy, and lightheadedness upon sitting to standing. Consent to contact the reporter has not been received, for follow-up please contact the prescriber.